Manufacturer narrative:
Eval summary: the production and quality control documentation for lot # u0912, with expiration date, 07/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Knees were red [erythema]. Knees were hot [joint warmth]. Fever [pyrexia]. Knee pain [arthralgia]. Knee effusion [joint effusion]. Knees were swollen [joint swelling]. Normal gait was not possible/needed crutches for walking [gait disturbance]. Case description: a spontaneous report was received on 10-may-2010 from an hcp regarding a (B)(6) male pt with a history of gonarthrosis of the knee (of degenerative etiology), (B)(6), who experienced fever, knees were hot, red and swollen, normal gail was not possible, needed crutches for walking, and knee pain and effusion after starting synvisc. On (B)(6) 2010, an initial report was received from the pt's hcp. The hcp reported that the pt had a history of advanced bilateral gonarthrosis, and prosthesis placement was contra-indicated in the pt. According to the hcp, the pt was treated in both the knees with synvisc. There was no incident after the first set of injections in both the knees. After the second set of injections in both knees, in less than 24 hours, the pt experienced knee pain and effusion. Syringes from two different lots were used for the first and second set of injections. The hcp stated that he planned to switch to euflexxa for the next treatment. On 10-may-2010, additional info was received from the hcp wherein the hcp elaborated on the pt's medical history. He added that the pt had a right meniscus removal in 1970; had surgery for carpal tunnel syndrome (cts) in 2005, and also has benign prostate hyperplasia (bph). The hcp also stated that the pt has had previous treatment with synvisc in the past; 2004, synvisc in the right knee; 2008, synvisc in both knees; 2009, synvisc in both knees. In all these instances there was "no incident" with the usage of synvisc. He also stated that the pt had gonarthrosis of degenerative etiology. The concomitant medications the pt was on were dutasteride for (bph) and chondrosulf (for osteoarthritis). In the 2010 synvisc series, the pt was injected with synvisc on (B)(6) 2010 and (B)(6) 2010 in both knees. No arthrocentesis was performed prior to the synvisc injections. A green, 21 gauge syringe was used for each injection and the synvisc was at room temperature when injected. The syringes used in the first and second set of injections were from a different lot. The lot number for the first set of injections is not known. The syringes used for the second set of injections are from lot number u0912. According to the hcp, in less than 24 hours following the second injection, the pt experienced pain and effusion. The pt also experienced fever, his knees were swollen, hot and red. Normal gait was not possible and the pt needed crutches to walk. Clinical signs were mimicking septic arthritis or hyperuricemic arthritis. The c-reactive protein was elevated at 182 mg/l and the eosinophil sedimentation rate was at "45/84 mm western green." The pt was treated with icepack and rest. On 12-may-2010, additional info was received in the form of qa results. The production and quality control documentation for lot #u0912, with expiration date, 07/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. On 17-may-2010, additional info was received from the hcp wherein the hcp clarified that this was not a case of septic arthritis or hyperuricaemic arthritis. The hcp stated that the clinical symptoms initially led to the suspicion but the pt quickly recovered without any sequelae. In the opinion of the hcp, the adverse events experienced by the pt were of severe intensity and were definitely related to the use of synvisc. At the time of this report, the pt has recovered without sequelae from all the adverse events. The onset date for the event was (B)(6) 2010 and the offset date was (B)(6) 2010.